Event description:
Attempted ICD implant. Pt. With complex anatomy. ICD lead anchoring sleeve broke off. Extraction by snare unsuccessful, required cut down left subclavian for retrieval. Clinically stable post-procedure.